Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("patient wants to have her essure removed, scheduled to have removal on monday") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient requested medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled to have essure removal). At the time of the report, the medical device removal had not resolved. The reporter provided no causality assessment for medical device removal with essure. Company causality comment: this spontaneous report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after placement, experienced patient wants to have essure removed. An intervention was scheduled. Medical device removal, serious due to medical significance, is anticipated in the reference safety information of essure. Device removal may be required for a number of reasons. In this particular case, no medical reasons were mentioned, but considering nature of the event, a causality of essure cannot be excluded (related). The case was classified as incident because device removal was planned. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("patient wants to have her essure removed, scheduled to have removal on monday") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled to have essure removal). At the time of the report, the medical device removal had not resolved. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-sep-2017: despite follow up attempts, no further information was obtained. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("patient wants to have her essure removed, scheduled to have removal on monday") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled to have essure removal). At the time of the report, the medical device removal had not resolved. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after placement, experienced patient wants to have essure removed. An intervention was scheduled. Medical device removal, serious due to medical significance, is anticipated in the reference safety information of essure. Device removal may be required for a number of reasons. In this particular case, no medical reasons were mentioned, but considering nature of the event, a causality of essure cannot be excluded (related). The case was classified as incident because device removal was planned. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is expected.